Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : device remains implanted.

Event description:
It was reported that there was a fitting problem with the tmj implant however, the surgery was completed successfully. There will be a revision surgery performed.

Manufacturer narrative:
The reported event is considered confirmed, as the investigation results provided by 3d systems confirm that incorrect virtual planning and incorrect cutting guides were used in the case. The device history records were reviewed, including the manufacturing documents and inspection. All devices met specifications. It could be confirmed that the issue was not related to the tmj devices. Conclusively, the information received does not suggest a device failure, malfunction, or other performance issues. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing related issue.

Event description:
It was reported that there was a fitting problem with the tmj implant however, the surgery was completed successfully. There will be a revision surgery performed.